Event description:
It was reported that an unspecified issue occurred with a prostyle device. The method used to achieve hemostasis was not provided. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Visual analysis was performed on the return device. The unspecified device issue was observed as a loose link. Factors that contribute to a loose suture (link) include, but are not limited to mishandling during removal of device from packaging or accidental manipulation of the device such as inadvertently deploying the foot/ lifting lever (step 1) which will result in a loose link. A review of the corrective and preventive actions (CAPA) review was not performed because a specific failure mode for this complaint was not provided. Additionally, a review of the complaint history was not performed as a similarity could not be determined. Based on the unspecified device issue and the observations from the returned analysis, a definitive cause for unspecified device issue could not be determined. Factors that contribute to a loose suture (link) include, but are not limited to, manufacturing, mishandling during removal of device from packaging or accidental manipulation of the device such as inadvertently deploying the foot/ lifting lever (step 1) which will result in a loose link. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. B3 - date of event: estimated.